Event description:
Information received from the field notes that the patient came to the clinic after having experienced approximately twenty syncopal episodes the previous day. Analysis of the long term threshold record revealed stable thresholds until december 9, 2005 where probable loss of capture occurred. The patient was bedridden and could not be subjected to a movement test. An x-ray showed apparent lead fracture attributed to subclavian crush.